Manufacturer narrative:
In a good faith effort (gfe) response from the contact center manager (ccm), it was confirmed that the customer had received the replacement blower assembly and successfully installed it into the device. The ccm followed up with the customer and confirmed that the blower assembly replacement resolved the issue and that the device had been returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the blower was faulty. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer has been provided with a service proposal for the blower assembly. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).